Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer found air bubbles in the reservoir. It was stated that the air bubbles occurred after 1 or 2 days of use. Customer had stored insulin at room temperature, did not use prefilled reservoirs and the insulin pump was not rewound with a reservoir in place. Blood glucose value is unknown.